Manufacturer narrative:
Pt age: please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Pt gender: please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Date of event: please note that this date is based off the date of publication of the article as the actual event date was not provided. Concomitant medical products: product ID 3389, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu _ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Sobstyl, m., zabek, m., zaczynski, a., gorecki, w., mossakowski, z., brzuszkiewicz-kuzmicka, g. Unilateral subthalamic nucleus stimulation in the treatment of asymmetric parkinson's disease with early motor complications. Turkish neurosurgery. 2015. Doi: 10.513 7/1019-5149.jtn.14894-15.0. Summary: the aim of this study was to assess the results of unilateral subthalamic nucleus stimulation (stn) for the treatment of parkinson¿s disease (pd) with marked asymmetry of parkinsonian motor symptoms and early motor complications. Reported events: 1 patient with unilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) experienced a non-symptomatic intracerebral hemorrhage that was noted on a post-implant CT scan. Specifically CT showed minor intraparenchymal bleeding beneath the cortical surface; 2 patients with unilateral stn-dbs for pd experienced skin erosion with subsequent infection over the connector located in the retromastoid region. The patients underwent an additional surgery with ¿translocation of the connector to the parietooccipital region and firm suturing to the galea.¿ the authors stated the patients made a full recovery, and subsequent antibiotic therapy resolved the infection, with good wound healing; 1 patient with unilateral stn-dbs for pd experienced breakage of the extension. It was noted that this was managed surgically with no further complications. The following device specifics were provided: lead model 3389; implantable neurostimulator soletra; implantable neurostimulator activa sc.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.